Event description:
It was reported that the entire bottom of the insulin pump case was missing, and the motor could be seen. It was stated that the insulin pump had been dropped onto a hard surface. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a broken off end cap.